Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was received. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture issue as a circumferential break was noted on the outer catheter surface, approximately 7.4cm from the distal end of the luer and edges appeared to be jagged. A complete circumferential break was noted approximately 6.6cm from the distal end of the outer catheter. However, the investigation is inconclusive for the reported loose or intermittent connection as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the external lumen allegedly came loose. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in procode and PMA/510k. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2025).

Event description:
It was reported that during a procedure, the external lumen allegedly came loose. There was no reported patient injury.